Event description:
The physician delivered a 6 x 100 mm angiosculpt device to the popliteal artery and felt the calcification ruptured the balloon. Upon trying to retract the catheter, he experienced trouble in the form of the wires seemed to have "balled up" and could no retrieve. Physician tried an 8f sheath and finally a 14f sheath to pull the catheter into. Upon delivery of the 14f sheath, he perforated the common femoral artery, but was able to retrieve the catheter. The patient was sent to the operating room for surgery. Surgery was successful and the patient is doing fine.

Manufacturer narrative:
The physician perforated the common femoral artery upon delivery of the 14f sheath. The patient was sent to the operating room. The surgery was successful and patient is doing fine. This resulted in medical intervention to prevent permanent impairment or damage. The angiogram was received for evaluation. The angiogram showed the angiosculpt device inflated in two scenes. In the second scene, the device appeared to be kinked at the distal portion of the device. The device was not shown during removal from the sheath so no additional information regarding the device complaint can be ascertained. The angiosculpt device was received without the luer and the strain relief which were disposed by the hospital. A segment of the guide wire (not manufactured by angioscore) was returned intact to the device. The guide wire was received broken and bent at the tip. Visual examination confirmed the device separated at the proximal section. The distal bond appeared damaged and the balloon is accordion. The balloon broke at the proximal and distal balloon seal bond, however, it remained intact to the device via inner member. The proximal scoring element ring is not fully covered by the intermediate bond. The device and the transition tubing both appeared severely stretched. Based on the lab analysis, it is probable the user applied excessive exertion of force, which severely stretched the angiosculpt device and led to the separation at the proximal location. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, perforation and retained device components are listed as a possible adverse effects of the procedure in the angiosculpt pta scoring balloon catheter instructions for use (IFU).